Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump powered off. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay nor adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr), he could not duplicate the power issue. He replaced the pump pod board, and the display to pump board cable. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the roller pump pod board, via the display to pump board cable, to a lab use only (luo) roller pump. The pst powered the pump on, set it to 5.50 liters per minute (l/min) and ran it for 24 hours and 16 minutes. There was no observation of the roller pump power turning off. It was determined that the roller pump pod board and the display to pump board cable met specification.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Per data log review: the system was powered up and used on (B)(6) 2021. The system was left in a perfusion screen until the next time it was used on (B)(6) 2021. The gas system was calibrated at 01:56:59 am. At 03:01:26 am the small roller pump 'yellowlv' was reassigned and then assigned back to its original assignment. There was no large roller pump that lost power on (B)(6) 2021. It is possible that the display went off making the pump look like it lost power but there is no way to tell from the log. The log review cannot confirm the complaint.

Manufacturer narrative:
Updated block: h6 the reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.